Manufacturer narrative:
Section d4 & h4: additional information section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(6). Section f9: approximate age of device - 10 months manufacturer's investigation conclusion: the reported event of the system controller exchange causing a cerebrovascular accident (cva) was not confirmed. The system controller (serial #:(B)(6) was not returned for analysis; however, two log files were submitted for review. A review of the two log files showed overlapping data spanning approximately 153 days (B)(6) 2017 ¿ (B)(6) 2017 per time stamp). There were no unusual events noted within the log files. The root cause for the system controller exchange and cva was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The stroke event that occurred on (B)(6) 2017 is reported under MFR #2916596-2019-00466. Age of device cannot be calculated with the current information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017, the patient¿s caregiver observed that the patient was stumbling and had progressive weakness. It was also reported that on (B)(6) 2017, the patient had experienced a sudden feeling of weakness. Head CT (computed tomography of the head) revealed a new acute middle cerebral artery (mca) infarct involving the right frontal operculum and insula. There was no intracranial hemorrhage reported. The patient was admitted to the ICU (intensive care unit). The manufacturer's technical services representative reported that there were no unusual events observed within the submitted log file and that the device was operating as expected. The patient suffered ischemic cerebrovascular accident at the time of event. The patient recovered near full strength and function with residual left grip weakness. The patient had a system controller exchange a week prior to cerebrovascular accident (cva). The clinical team believed that the cva was possibly caused by the system controller exchange or hypertension.